Event description:
A patient with an evoke spinal cord stimulation (scs) system was seen for impaired healing at the anchor incision site post implant procedure. New sutures were placed to close the incision. The patient was given oral antibiotics for the staphylococcus infection and the system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Section d4 - expiration date, unique identifier (UDI)#. Section g - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The devices was discarded at the healthcare facility. Infection is a potential risk with surgery. The evoke scs system surgical us surgical guide includes ¿infection that may require hospitalisation with intravenous antibiotic therapy¿ as a risk such that the patient may require surgery including explant. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.